Event description:
On (B)(6) 2013, the patient reported that his infusion tubing became disconnected from the connector at the infusion site. He stated that he noticed his blood glucose level was elevated 239 mg/dl and his normal range is under 200 mg/dl. He attempted to bolus 10 units of insulin and noticed that the infusion tubing had broken away from the infusion set connector. He stated that there was a wet spot on his bed that could have been leaked insulin. The patient changed the infusion set and was successfully able to deliver the bolus of 10 units of insulin. Follow- up with the patient revealed that his blood glucose level had returned to normal. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product by the customer. Result a visual inspection and a test for flow, leak and static pull were performed on the returned used device. The tube was torn from the connector, which was probably caused by excessive mechanical force. This problem is related to a handling error by the customer. For additional security according to the instructions for use, a relief loop should be made in order to prevent this problem. The reference samples were visually inspected and tested for flow, leak and static pull. All test results were within specifications. The batch record 5019447 was verified and found it within specifications. The problem mentioned by the customer is related to a mishandling of the product by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.